Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, a suture knot lock occurred. A second proglide device was used and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to position the knot was confirmed. In addition, two of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square were broken off and were not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulty to position and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.